Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the visual inspection has shown a pair of broken pliers with wear marks at the surface. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The investigation has shown that the leaf spring of the present extraction pliers is indeed broken off. It is also clearly visible that the tip as well as the surface on the side is badly damaged. Please note that this instrument was manufactured in september 2006 and shows heavy use during this period of time. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The instrument got damaged due to frequently use over the years; no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the little metal that runs in between the two handles is broken. No patient involved. This is report 1 of 1 for (B)(4).